Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; systematic review and meta-analysis of endovascular interventions for stanford type a aortic dissection freitas et al, journal of vascular surgery volume 74, issue 5, p1721-1731 https://doi.org/10.1016/j.jvs.2021.01.054. Exact date of implant unknown. There was no information to suggest any medtronic device failure caused or contributed to a death. Deaths are common occurrences however the cause(s) of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered reportable as MDR or vigilance unless clearly stated as being associated with medtronic product. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captiva stent grafts were implanted during the endovascular interventions for stanford type a aortic dissection on unknown dates. The following adverse events were reported; perforation, dissection, occlusion, valve damage reintervention, stroke and patient death. Death - the 30 day mortality rate was 17%. There was no information to suggest any of the medtronic device failures caused or contributed to the deaths. The cause of the adverse events are undetermined.